Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that the pump displayed a "air-in-line" alarm, and no fluid remained in the IV bag. 0.2 ml of fluid remained to be delivered, according to the pump. The complaint of delivery, under infusion cannot be confirmed nor replicated. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the patient went for pump disconnection and while the pump showed that the full volume had been infused, more than half of the volume was still in the bag. The amount of medication remaining in the cassette did not match the reservoir volume displayed on the pump. The patient did not receive full dose. No patient harm or injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.